Event description:
It was reported that a patient had return of symptoms. For the ¿past year or so¿ at times it ¿didn¿t seem like the pump was working so well¿ and the patient would contact the healthcare professional (hcp) and go in for an increase and it was fine. The patient stated that it ¿seemed like her body got used to the dose or something like that.¿ the patient requested MRI (magnetic resonance imaging) compatibility guidelines for the left knee and stated that it was not related to the device or therapy. The pump was used to infuse hydromorphone and bupivacaine. No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type: catheter. (B)(4).